Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a proximal type I endoleak was observed due to loss of seal on recent follow up CT scan. A secondary intervention was performed and an endurant cuff was implanted however, the endoleak still persisted. The physician then ballooned with a reliant balloon but the endoleak did not resolve. Eight aptus anchors were then deployed at the origin of the endoleak however, the endoleak still persisted. The physician has decided to complete the procedure and monitor the patient. It was noted that the patient's aortic neck diameter is 25mm. It was noted that a ninth aptus anchor was attempted to be implanted however, during stage one of the deployment, the anchor appeared deformed into an accordion like shape. The anchor was retracted back and removed from the patient. The physician stated the cause of the proximal type I endoleak was most likely due to disease progression; neck dilatation. No additional clinical sequelae were reported and the patient is fine.